Event description:
Information was received from a health care professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was at the emergency room and an MRI tech called for device compatibility but the patient did not have their programmer with them; the reason for the MRI was not related to the device/therapy. The reason for the ER visit was not given in the report, and no medical symptoms were reported. The caller reported the patient stated the ins is dead and hasn¿t been working very well. No further complications were reported or are anticipated.